Event description:
Pt underwent reconstruction s/p mastectomy in 1976. Because of severe contracture implants were replaced in 1983 using double lumen implants. Symptoms including fatigue, memory loss, right axillary discomfort and suspected rupture necessitate removal. Upon removal, both implant ruptures confirmed.